Event description:
Multiple undocumented incidences and one documented incident of stopcock malfunction reported. During use of the set with arterial lines and a central venous pressure line, the nurses reported several incidences of the stopcock being "too loose", resulting in the stopcock turning and allowing bleedback into the tubing and transducer. The tubing was changed to solve the problem, no pt harm reported. There was an add'l incident of a problem with a broken stopcock. The pt was a male neurologic or pulmonary pt in his late 50's to early 60's. During pt transfer, the set's stopcock (attached to an arterial line) broke, resulting in an unspecified amount of blood loose onto the floor. A nurse and dr were at the bedside and were able to intervene by changing the tubing right away. The blood loss did not require a blood transfusion for replacement. Further info is not available as an incident report was not filed at the time of the event.